Manufacturer narrative:
One pneupac ventilators babypac was returned for analysis. The unit was observed to be intact. However, the block shim was observed to rattle around on the inside. The unit was opened, revealing that one of the block shims was loose. Based on the evidence, the complaint was confirmed. The root cause was found due to service and repair.

Event description:
It was reported that the device exhibited a rattling noise. This product problem was observed after the device was returned following a repair. No patient injury or complications were reported in relation to this event.